Manufacturer narrative:
The pump was received with a blank flashing display due to moisture damage on the electronic assembly. Also, pump received with cracked case (battery tube), cracked battery tube threads. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the battery issue and there was cracked on the insulin pump. There was no damaged to the retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.